Event description:
Event description guidant received information that this implantable ventricular lead dislodged 5 days post implant, leading to inappropriate shocks. The physician repositioned the lead, resolving the issue. This lead remains in service.